Event description:
In april, 2005 while a pt was being monitored the staff suspened ECG processing to attend to the pt. The suspended ECG processing feature was not disabled after the staff finished working with the pt. The biomed described a situation where the pt's rhythm subsequently went "flat-line" and no alarm was generated. The pt died.